Event description:
It was reported by the sales rep that the staples were not formed properly. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.